Event description:
It was reported that while using the bd facslyric¿ that there is a carryover issue. The following information was provided by the initial reporter: customer reports seeing a droplet of blood left on the sit after acquisition.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l8c instrument, part # 654587, and serial # (B)(6). Problem statement: the customer reported a complaint regarding carryover between sample tests on (B)(6) 2022. Carryover can lead to erroneous results being used for patient diagnosis and subsequent misdiagnosis, but these results were immediately identified, and the patient was not harmed in any way. The instrument is currently functioning as expected. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 20oct2021 to date 20oct2022. Complaint trend: there are 4 complaints related to the issue of carryover; date range from 20oct2021 to date 20oct2022. Manufacturing device history record (DHR) review: DHR part #654587, serial # (B)(6), file #654587-654587-r654587000139-107248774-21, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, potential root causes of the carryover between sample tests include blockages in the pinch valve or sit probe. The customer had initially reported that they observed sample left on the sit after sample acquisition and an fse was sent onsite to address the issue. The fse checked the pinch valve tubing, sit flush tubing, and sit height. After running several sit flushes, the instrument was tested and confirmed to be functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although excess sample on left on the sit can lead to carryover and subsequent misdiagnosis of a patient if used, the customer confirmed that no erroneous results were used and no patients were impacted due to this event. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; IFU facslyric clinical system ivd, # 23-19938-02, rev. 01/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2021. Work order notes: subject / reported: 654587 - facslyric - carryover issue. Problem description: customer reports seeing a droplet of blood left on the sit after acquisition. Work performed: check that there is no obstruction in the suction tube of the sit flush and the tube is cleaned to eliminate any possible obstruction, the pinch valve and tube are checked. Needle washes are made and it is checked that the height is correct. After carrying out several sit flushes, it is verified that the needle does not leak and the equipment is operating under bd standards. Cause: check that there is no obstruction in the suction tube of the sit flush and the tube is cleaned to eliminate any possible obstruction, the pinch valve and tube are checked. Needle washes are made and it is checked that the height is correct. After carrying out several sit flushes, it is verified that the needle does not leak and the equipment is operating under bd standards. Solution: check that there is no obstruction in the suction tube of the sit flush and the tube is cleaned to eliminate any possible obstruction, the pinch valve and tube are checked. Needle washes are made and it is checked that the height is correct. After carrying out several sit flushes, it is verified that the needle does not leak and the equipment is operating under bd standards. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, risk analysis facslyric ivd was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes/ no. If no (to above), what actions will be taken? Azure ID: 89171. ID: libivd-ra-63 2.1.8. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Residual probability: 1. Residual severity: 3. Residual risk index: 3. Residual risk evaluation: a. New hazards: none. Potential causes: based on the investigation results, potential root causes of the carryover between sample tests include blockages in the pinch valve or sit probe. Conclusion: based on the investigation results, potential root causes of the carryover between sample tests include blockages in the pinch valve or sit probe. The fse was able to confirm the issue and inspected the instrument¿s pinch valve and ran several sit flushes. After running this cleaning, the instrument was tested and confirmed to be functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, the complaint was confirmed. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Event description:
It was reported that while using the bd facslyric¿ that there is a carryover issue. The following information was provided by the initial reporter: customer reports seeing a droplet of blood left on the sit after acquisition.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.